Event description:
The graft was implanted as an aorto-bifemoral bypass graft. After implantation, the graft leaked blood from the area of the bifurcation (crotch). The quanity of blood that leaked through the graft is unknown. The graft was repaired with a suture and then became blood-tight. The graft was left in. The pt's condition is fine.